Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation; therefore, the reported device issue could not be confirmed. The instructions for use (IFU) identifies premature detachment as a potential complication associated with use of the device.

Event description:
It was reported that a embolization coil implant was approximately 60% deployed in an aneurysm of the internal carotid artery terminus when it began to stretch. The physician attempted to withdraw the coil and the pusher wire detached. The microcatheter was removed and the stretched coil was left in the patient. The coil stretched down to the patient's groin. The patient was reported to be "ok." There was no reported intervention or injury to the patient.